Event description:
It was reported that one day post implant of the right atrium (ra) lead, the lead exhibited inappropriate pacing and positional movements occurred with undersensing. Therefore the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.